Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that a patient was implanted via the right surgical axillary/subclavian artery with an impella 5.5 for mechanical circulatory support. The pump was dislodged due to patient movement and was unable to recross. The decision made to explant. The patient's outcome at time of explant was noted as survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Device in wrong position: the cause of the positioning issue was determined to be an unintentional use error as the pump was pulled out of position due to patient movement. Device history review: the device passed all post sterile inspection checks.